Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited noise oversensing. The atrial lead was capped and replaced on (B)(6) 2022. There were no patient consequences.